Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 7.3; lab: 3.83.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.3; reference: 3.83; mean: 5.57; confidence limits: na. Analysis of the client's data revealed that the inr results reported did not meet accuracy criteria. The mean is greater than 5.0 and the difference is greater than 2.2. Only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Root cause of complaint could not be determined from the limited information provided by the customer. No product is expected to be returned. No product information was available. Inhouse investigation was not able to be performed. Issue in complaint will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.